Event description:
He was informed by his customer that while setting up for a breast biopsy and with the pt on the table, they noticed that their cutter on their probe was not cutting. They checked the blue cable on the st holster and noticed that the caple was frayed and had exposed wires. After they removed the blue cable from the control module, the dc adapter had broken off. There pt was cancelled and the breast was not pierced. The pt was sent home and will be rescheduled for a later date. Control module and st holster being returned for repair. Customer has a lorad table.